Manufacturer narrative:
The pump is still in use supporting the pt; however , the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by a vad coordinator that the pt called the hospital to report that the pump was unable to maintain the set speed. Based on the description of the event, pump thrombus was suspected. The pt was instructed to exchange the system controller; however, one minute after it was exchanged the alarms occurred again. The alarms occurred when the pt was connected to the power module, so the pt was instructed to remain on battery power until he arrived to the hospital. The pt was airlifted to the hospital, where it was confirmed that the pt was experiencing low speed operation and low flow/pump stoppage, when connected to the power module. The pt was stable on battery power. The manufacturer's technical service representative evaluated the percutaneous lead. The outer silicone jacket of the percutaneous lead was removed and a fractured yellow wire was visually confirmed. A portion of the distal end of the percutaneous lead was replaced. The pt remains ongoing.